Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with stent in two pieces. The balloon was loosely folded and stent is secure between the markerbands. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 21cm from the hub. The fracture faces were oval as if kinked prior to separation. The tip is damaged. There are numerous hypotube and shaft kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2017. It was reported that shaft kink occurred. The target lesion was located in the right coronary artery (rca). After a 0014 guide wire crossed the lesion, an 8x2.75mm rebel stent was advanced; however, it was noted that the stent shaft was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.